Event description:
It was reported that there was no alleged product issue. It was noted that the lead was replaced. It was noted that the patient was alive with no injury at the time of the report and it was unknown if there were any patient symptoms or complications associated with the event. Additional information received reported that the reason for the lead replacement was unknown. It was unknown if there were any actions or diagnostics performed. It was unknown if the patient was experiencing any symptoms. It was noted that the replacement was at a future date.

Manufacturer narrative:
Product ID 377760, lot# n0034797, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0034797, implanted: 2005 (B)(6); product type lead product ID 37711aa, serial# (B)(4), implanted: 2005 (B)(6); product type implantable neurostimulator product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 377760, lot# n0034797, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the lead replacement was scheduled on (B)(6) 2014. Additional information received four days later reported the procedure was cancelled due to ¿patient health issue¿ unrelated to the device.